Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction. The fse conducted troubleshooting for the helium leak, and no helium leakage was found,. The unit passed 30 psi calibration, transducers gain check and calibration, drive regulator calibration, compressor output test, and all manifold test. Unit passed all leak checks and tests conducted. Nothing wrong was found with the unit and was returned to the customer for use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit is continuously leaking helium. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.